Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to vomiting, hyperglycemia, and diabetic ketoacidosis. It was reported that the insulin pump alarmed battery out limit and the display was frozen. At the time of the report, the buttons on the insulin pump were unresponsive. The customer's nurse reported that no alarms had occurred on the insulin pump prior to the event. Nothing further was reported.